Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside normal use observed in the black box or download history. The pump passed flow accuracy testing and was found to be delivering within required specifications. Unrelated to the original complaint, the display was dim and the letters had a red hue.

Event description:
On (B)(6) 2013 the reporter contacted animas to report that on an unspecified date, the patient obtained a blood glucose reading of ¿greater than 800 mg/dl¿ and she experienced the symptom of nausea. It is not known how this reading was obtained, as the reportable range of the onetouch ping meter is up to 600 mg/dl. The patient reported she was unable to give herself a bolus dose of insulin via the pump, as the pump gave a warning that the maximum ¿total daily dose¿ had been exceeded. The patient changed her infusion set and determined the cannula was bent, which can lead to under-infusion of insulin. The patient was able to give herself a bolus and her blood glucose level dropped to 202 mg/dl. She did not seek any medical attention. There was no evidence the pump was not functioning appropriately. The patient¿s technique was incorrect by having a bent cannula in the infusion set. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Date of event: not provided.